Manufacturer narrative:
The investigation determined that discrepant information was observed between a vitros 4600 chemistry system when compared to the customer¿s lis. The vitros instrument reported a vitros crp plasma result in units of mg/l, while the lis was configured to report crp serum and plasma results in units of mg/dl. Further investigation determined the vitros 4600 instrument was configured to report crp serum sample results in units of mg/dl, however; the crp plasma results were unintentionally configured to be reported in mg/l. There was no malfunction of the vitros 4600 chemistry system as the instrument was performing as configured. The root cause of this event is user error relating to configuration of vitros crp plasma reporting units on the vitros instrument.

Event description:
The customer reported that discrepant information was observed between a vitros 4600 chemistry system when compared to the customer¿s laboratory information system (lis). A vitros crp plasma result of 13.6 mg/l was obtained from the vitros instrument and uploaded the site¿s lis. However, the lis reported a result of 13.6 mg/dl, when the correct value should have been 1.36 mg/dl when converting from mg/l to mg/dl. The discrepant crp result was initially reported out of the laboratory for the single patient plasma sample and a corrected report was issued when identified approximately 2 hours later. Patient treatment was impacted; however, no further information regarding the patient¿s condition or the specific impact on treatment was provided. There was no allegation of patient harm as a result of this event (B)(4).